Manufacturer narrative:
Additional information was received and updated. Once the investigation is completed, a supplemental report will be submitted. Additional information: a2: "age at time of event, date of birth", a3: "sex", b3: "date of event", b5: "describe event or problem", g3: "date received by manufacturer". Manufacturer reference: (B)(4).

Event description:
It was reported on (B)(6) 2026 from (B)(6) that a silent nite 3d one piece experienced a broken component described as the anchor of the device coming off for a 44-year-old female patient. The date of onset of the issue and the date the patient presented with the issue were both reported as (B)(6) 2026. No persistent pain or soreness of the temporomandibular joint and no other symptoms were reported. The patient did not discontinue use of the device. The device was replaced with a product similar to the complaint device. No permanent injury was reported. No additional information was provided.

Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported that on (B)(6) 2026, the anchor of a silent nite 3d one piece device came off. No additional information was provided.

Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per the physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected, and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Broken - broken button was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent. General cleanliness - the returned device appeared to be partially clean. It was observed that an anchor was broken off of the device. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the root cause could be due to excessive bruxism, which could have caused to break off. Corrections: d9: updated "device available for evaluation", h6: updated "type of investigation" code, h6: updated "investigation findings" code, h6: updated "investigation conclusions" code. The manufacturer's internal reference number is: (B)(4).